Manufacturer narrative:
(B)(4). Per DHR the product visistat 35w 6/box, lot # 73j1600307 was manufactured on 09/19/2016 a total of (B)(4) pieces. Lot was released on 09/21/2016. DHR investigation did not show issues related to complaint. From the pictures that were submitted it can be observed one deformed staple. Failure mode "staples deformed" could be confirmed with picture. However it is necessary to receive the physical sample to perform a proper investigation, determine root cause & implement corrective actions.

Event description:
The staples cannot be closed normally they are deformed. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The staples cannot be closed normally they are deformed. The patient's condition was reported as fine.